Event description:
It was reported that there was a malfunction on the pump, and a specific malfunction code was indicated. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump with updated software, instructed the caller on storage procedures, and provided steps for using the new pump. The caller would use a backup insulin pump until the replacement arrived and understood all instructions, including the requirement to return the malfunctioning pump within ten days using provided materials.